Event description:
It was reported that, a user experienced hyperglycemia after a high-carbohydrate meal, with blood glucose reaching 359 mg/dl and remaining elevated for less than 90 minutes before trending downward following intervention. The ilet generated a high glucose alert, and a site and infusion set change was performed, including tubing fill and cannula fill, after which insulin delivery was confirmed and glucose levels began to decrease. The user reported frustration. Outcomes included no need for outside assistance and no medical intervention or hospitalization. The investigation included telephone-based troubleshooting and user education, including removal and inspection of the prior infusion site and guided replacement of supplies. The investigation revealed no visible hardware or infusion set defect and confirmed resumed insulin delivery after supply replacement, leaving the cause of the hyperglycemia unclear. Based on previously established findings for similar reports, the cause was concluded to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.